Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 30th seal of total abdominal hysterectomy, the jaws of device were unable to be fully opened. After around the 10th sealing to round ligament, the handle became very stiff and the jaws were only half-opened. They cleaned the tip of the jaws and re-squeezed the handle several times, but the problem was not solved. Replaced by new product and the procedure was continued. There was no patient injury.